Event description:
It was reported by the customer that the introducer was not able to penetrate skin without bending or breaking. They opened another insertion kit. It was stated the event did not involve an urgent/life threatening medical situation. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw0938 showed no other similar product complaint(s) from this lot number.